Event description:
It was reported that a customer experienced issues with the pump not holding a charge and requiring precise placement of the charging cable to function. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting assistance.